Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were inaccuracies between the continuous glucose monitor (cgm) readings and the blood glucose (bg) meter readings. Reportedly, the cgm bg reading was 400 mg/dl, and the meter bg reading was 200 mg/dl. No additional patient or event information was available. A root cause could not be determined. Replacement sensors were sent to the customer.